Manufacturer narrative:
(B)(4). The catheter was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn number provided by the customer. Visual inspection found body fluid along the proximal handle. Microscopic inspection showed discolorations/damage on multiple electrode pads in the distal array, as well as, cracks on traces at the proximal end of the array on different splines. Functional inspection found the deployment slider functioned properly, deploying and undeploying the array. The electrical test was performed and the device failed the test. The device passed the magnetic tracking test. The device had 13 open electrodes (e17, e27, e28, e32, e38, e47, e48, e57, e67, e77, e87, e88). The impedances were sitting between 16k to 18k ohms on the opens. Complaint confirmed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05sept2017. It was reported the catheter experienced a tracking issue. At the time of initial mapping, no problems were found and normal procedures were performed. For the radiofrequency catheter ablation (rfca), the intellamap orion catheter was temporarily taken out of the patient. When the catheter was placed back into the body for the next mapping the physician was unable to map as the motion of the catheter was no longer able to be tracked. The product was re-calibrated, and the same tracking issue occurred. The procedure was completed by replacing it with a new intellamap orion catheter. The sheath used for the procedure was another manufacturer's device. The physician was not pacing during the procedure. During the procedure, a defibrillator was not used; after the procedure, they used an internal defibrillator. However device analysis found damage to electrode pads.